Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: discrepancy - (B)(6) 2013 (as per summons). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), basedow's disease ('autoimmune disorder: graves') and cardiac failure ('heart failure') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial ablation and uterine enlargement. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain/ pain") and pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), tooth disorder ("dental problems"), cardiac failure (seriousness criterion medically significant), thyroid disorder ("hormonal changes: thyroid"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and migraine ("migraine headache"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), hysterectomy (partial) , bilateral salpingectomy and hysteroscopic endometrial hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, pelvic pain, basedow's disease, tooth disorder, cardiac failure, thyroid disorder, vaginal infection and migraine outcome was unknown. The reporter considered basedow's disease, cardiac failure, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, thyroid disorder, tooth disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy - (B)(6) 2013 (as per summons). Most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Reporters information updated. Events: abnormal bleeding (general), autoimmune disorder: graves disease, blood or heart disorder/condition: heart failure, dental problems,hormonal changes: thyroid, infection (bladder/urinary tract/vaginal): vaginal, migraines /headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial ablation and uterine enlargement. On (B)(6)2002, the patient had essure (ess205) inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain/ pain") and pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), hysterectomy (partial) , bilateral salpingectomy and hysteroscopic endometrial hydrothermal ablation). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy - (B)(6)2013 (as per summons ). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and medical records received : reporter¿s information, patient details updated. Events added- vaginal haemorrhage, vulvovaginal pain, pelvic pain. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.